Manufacturer narrative:
No medical records or no medical images have been made available to the manufacturer. The lot number for the device has been provided. A review of the device history records is currently being performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the pta balloon dilatation catheter got stuck on the .014 guidewire. There was no reported impact or consequence to the patient.

Manufacturer narrative:
Manufacturing review: the device history records have been reviewed. This lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Visual inspection:the device was returned used. The catheter was returned in two segments. The proximal segment of the catheter measured approximately 75.7cm from the proximal end of the catheter to the detachment. Bunching and stretching were noted throughout the length of the catheter and the edges were stretched at the location of the detachment, possibly indicating that excessive force contributed to the event. The segment containing the balloon measured to be approximately 102.6cm in length. The catheter hub was not returned for evaluation. Functional/performance evaluation: the returned guidewire was unable to be removed from the catheter segments, likely due to the bunching of the catheter and the dried blood. The guidewire and catheter segments were allowed to soak in water for 24 hours. After this, an attempt was made to remove the guidewire from the catheter; however this was still unsuccessful. The guidewire was unable to be removed from the catheter. Further functional testing could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the device was returned. The investigation is confirmed for a catheter detachment, as the catheter was returned in two segments. The investigation is confirmed for device-device incompatibility, as the returned guidewire was unable to be removed from the catheter. The definitive root cause for this event could not be identified. Due to the condition in which the sample was returned (i.e. Signs of stretching, bunching), it is possible that excessive force may have contributed to the detachment. It is possible that dried blood on the guidewire prevented the removal from the catheter during evaluation. At the time of the event, the blood would not have been dried. Therefore, the definitive root cause for the guidewire issues experienced by the user is unknown. Labeling review: the current IFU (instructions for use) states: precautions: if resistance is felt during post procedure withdrawal of the catheter through the introducer sheath, determine if contrast is trapped in the balloon with fluoroscopy. If contrast is present, push the balloon out of the sheath and then completely evacuate the contrast before proceeding to withdraw the balloon. If resistance is still felt during post procedure withdrawal of the catheter, it is recommended to remove the balloon catheter and guidewire/introducer sheath as a single unit. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.